Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified vessel. A 5.0 x 20mm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications or injuries were reported.